Manufacturer narrative:
As a result of a CAPA investigation, historical complaints were found that were identified as requiring a medwatch report. The company has decided to submit this MDR for information purposes to ensure full compliance with 21cfr part 803. Cellestis filed notification of their voluntary recall through the regional FDA district recall office on 16oct2012. Closure of the recall by the FDA was received 25apr2013.

Event description:
Cellestis customer complaint #(B)(4) received inquiring about an increase in positive results.